Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope had no image. There were no reports of patient involvement.

Event description:
It was reported, the bronchovideoscope did not produce any image. The issue occurred during an unspecified diagnostic procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, but the device evaluation was completed by a third party and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.